Event description:
It was reported an internal blood leaked was observed in two (2) polyflux 170h sets. The blood was noted inside the filter during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided photographic samples shows a large amount of blood on the dialysate side in the bundle area during therapy. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, two (2) companion samples were received in original closed packaging for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Both sets underwent functional leak testing, and no leaks were observed. The reported condition was not verified; however, in the first follow up the picture that was provided verified the condition. Should additional relevant information become available, a supplemental report will be submitted.